Manufacturer narrative:
Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the incomplete dissection cannot be determined conclusively as other factors, relate or unrelated to the laser, such as ocular anatomy, ocular movement, improper docking and surgical technique could contribute or be the cause of the report event. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an incomplete capsulotomy and a posterior capsule tear in the right eye during laser assisted cataract surgery. The surgeon noticed some tilt during the laser and increased the energy to ten. Once in the operating room, the surgeon noted the capsulotomy was incomplete and while trying to complete it, a tear occurred. A three piece intraocular lens was inserted to completed the procedure with no further harm to the patient.